Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws could not be opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? Yes if so, when? Firing. Did anything unexpected happen prior to this incident? There was a possibility that the device clamped an existing clip. Was the device fired after this incident in or out of the patient? Yes, out of the patient what were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information. Did the surgeon try to pull the trigger from the handle? No. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? No. How was the device removed? It was pulled out forcibly. Was there any tissue damage? No if so, how was it repaired? N/a.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a pear shape clip and a partially fed clip loaded in jaws. The clips were manually removed to test the device for functionality. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. A possible cause of feeding issues may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. A design change was implemented to minimize the occurrence of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.